Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing low blood glucose. The customer stated they were currently on morphine, which were causing them to have low blood glucose. Customer's blood glucose was 40 mg/dl. Customer stated the had treated their low blood glucose with food. Troubleshooting found the customer's insulin pump passed all functional testing. Customer was advised to monitor their insulin pump. No additional information provided.